Event description:
Patient underwent extensive revision at site of prior right breast reconstruction and repair of 2 ventral hernias. A lighted retractor, used to illuminate the surgical site, was placed on patient's abdomen when not in use. It was reported that the handle of the fiber optic cable was emitting heat when off, and that it caused a thermal injury.